Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. The target lesion was located in the descending anterior artery. A 2.25x20mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, advancing difficulties were encountered. When the device was removed, it was noted that stent the struts were bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the 1st proximal row of the stent, stent struts were lifted and pulled in a distal direction and on the 1st distal row, stent struts appeared slightly expanded. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination a kink at 200 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. The target lesion was located in the descending anterior artery. A 2.25x20mm synergy drug-eluting stent was advanced to treat the lesion. However, advancing difficulties were encountered. When the device was removed, it was noted that stent the struts were bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.